Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history report review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).

Event description:
Adverse event(s): "swollen cornea, bloody eye" (corneal edema); "pupil larger" (no code available); "lens had turned green/hazel colored eye to a darkish gray color" (no code available). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she had noticed that the lens had turned her "green/hazel colored eye to a darkish gray color". She also reported that she has a "swollen cornea, very bloody eye (now only bloody towards the top part of the eye)" and that the pupil is larger. At her one month postoperative visit, her surgeon said that he did not know what caused the iris color to change and that the eye looked fine. The consumer also reported that the redness on the white part of the eye has decreased. She also stated that she sought a second opinion and that surgeon told her that he also did not know the cause of change in iris color. At the consumer's request, the surgeon was not contacted.